Event description:
Patient was revised to address stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Territory 217 reports that the patient was revised to address stem loosening. Doi (B)(6) 2012 - dor (B)(6) 2013 (hip) - update (B)(4) 2013 - the complaint has been updated because part and lot information was provided by the patient, who indicated that, on (B)(6) 2013, her right hip was revised to address pain, in addition to the stem loosening. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 10/19/2015-pfs and medical records received. After review of the medical records for MDR reportability, the care notes reported leg length discrepancy. The revision operative note indicated pain, loose stem proximally, and the distal 2/3rds of the coating was off the stem. The stem was noted to be well fixed distally. There was no mention of any coating issues during the doi. It should be noted the patient had a poly/ceramic interface, not metal on metal as alleged. Part/lot is being updated. The complaint was updated on:06 nov 2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with closed reduction.